Event description:
Healthcare professional reported a xen®45 gts event described as "slider wouldn't deploy." Device did not make patient contact. Surgery was completed with second xen®45 gts device. There was no patient contact.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.